Event description:
It was reported that the customer estimated their carbohydrates and delivered a 20-unit bolus and only ate 1/3 of their meal. In addition, it was suspected that their correction factor was set too high. The customer's blood glucose (bg) level subsequently decreased to 34 mg/dl. The customer consumed carbohydrates and liquid glucose to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.